Event description:
A caller reported encountering a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and guided the caller through the process. After the pump reset, the error code did not reappear, and the caller successfully started their sensor session.